Manufacturer narrative:
The entire lead was returned in two pieces measuring 14.3 and 41.4 cm respectively. Analysis was normal. All damage found was consistent with that sustained during explant. The lead was otherwise normal. The report of high impedance, lead noise, and intermittent capture and sensing could not be determined.

Event description:
It was reported that the pre-syncopal patient presented in the emergency room. Upon interrogation, the right ventricular lead exhibited high impedance, intermittent capture and intermittent sensing. The lead was reprogrammed to max output and noise was present. A lead revision was attempted and failed as the physician was unable to obtain access to the lead and the patient was given a temporary pacemaker. On (B)(6) 2017, the lead was successfully removed and replaced. Upon removal, the lead exhibited damage consistent with clavicular crushing which was not seen via fluoroscopy. The right atrial lead and pulse generator were electively upgraded to MRI compatible devices. The procedure was completed without complication.